Event description:
A patient reports while activating a pod the cannula had not deployed. The patient reports the pods cannula had deployed late after it had been removed from the insertion site. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data shows that the device ran 0 pulses and did not generate any alarms. No damages or defects were found with the needle mechanism or drive mechanism that would cause the needle to deploy late. Since the needle mechanism did not deploy, it could not have deployed late.